Event description:
Ous MDR - this lead exhibited elevated impedance >150 ohms and noise. During the explantation procedure damage was observed on this rv lead and the ra lead.

Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis of the protego, 31 cm distal to the df4 connector pin the lead body was found squeezed and deformed. In this region the conductor cable to the shock was found fractured. The coating of the conductor cable to the ring electrode was furthermore damaged. The solia showed a squeezed and deformed lead body around 27 cm distal to the is-1 connector pin where the outer coil was found fractured. The above mentioned damages can be considered to be the root cause for the clinical observations. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the leads had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.